Event description:
It was reported the patient fractured their nose when they passed out. It was indicated that the following day a ventricular tachycardia episode on external monitor showed a 58 second delay to shock. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.